Event description:
On (B)(6), an amazon customer commented that the products were false negatives. The customer ordered 5 boxes when her son and husband got covid-19. 2 boxes showed false negatives (they tested against a different brand and they both showed positive). Of the 10 ten tests they got, only 3 of them showed positive when they were both definitely positive. Importer comments: this is the reporter's husband case. The reference report is clt-md-us-23-033. Due to the system functionality to not allow seller can leave the comments on the website or contact the reporter, it is not able for us to follow up to collect additional information and such as product information (lot #, expiration date, etc.) And any evidence of pcr result to prove false result or its accuracy etc. Following by reporter's consent.hold for am